Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe pump module stopped working due to communication error alarms while a morphine drip (0.2mg/ml concentration in 50ml syringe) was infusing at a rate of 35mcg/kg/hr=0.17ml/hr, and staff was unable to resume, pause, or reprogram the pump. There were backup pumps available for staff to quickly transition drips to new devices, and there was no impact or harm to the patient.